Event description:
During a follow up phone call the customer stated that they had been having issues with the sensors. There were discrepancies between the sensor glucose values and the blood glucose values. The customer stated that on the fifth day, he sensor numbers were wildly off. After eating a large meal, the sensor would indicate that the customer's sensor glucose was below 40 mg/dl. But after manually checking their blood glucose, it would be high. No exact value was provided for the high blood glucose. The customer stated that the insulin pump even went into threshold suspend mode. The customer declined troubleshooting. At the time of the phone call the customer's blood glucose unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).